Event description:
It was reported that the subject device presented no image, does not come on when powered on, light shows on but no image. The issue occurred during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device presented no image. Does not come on when powered on. Light shows on, but no image. The issue occurred, during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was received, for e1: facility name. A review of DHR was performed. And non-conformance (B)(4), (deactivation fog-free-function incl. Special approval) & (B)(4), (colour reproduction faulty) was found. The nonconformances are not related to customer request. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: fiber bonding on the outer tube area (distal end) is damaged and cover glass of the r-unit section is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.